Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Patient reported "severe pain, rupture and capsular contracture baker grade unknown". This record is for the right side. Device remains implanted. Device return status unknown. Treatment: ibuprofen.

Event description:
Later healthcare professional reported "capsular fibrosis grade 3-4".

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, b.3, b.5,